Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated on 05/10/2016 with defects found. Meter/case cracked/warped; screen dark/discolored/scratched/cracked; battery door/tray broken/missing/warped; meter download contacts damaged. Test strip vial is intact; test strips inside vial are melted together and fused to inside of vial. Most likely root cause of malfunction: improper storage conditions (products stored in the kitchen). Manufacturer contacted customer on 05/18/2016 in a follow-up call to obtain additional information about the event; customer stated that no one was home from 730 am to 1030 pm. The customer stated that she did not leave the meter by anything hot that could cause the meter to heat up. The island in the kitchen is not near the oven or anything that heats ups. The customer provided that no one was hurt, no property damage. Manufacturer also confirmed that the replacement product is working well and she is satisfied with the results.

Event description:
Consumer reported complaint with the battery exploded in back of the meter. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/13/2018. Customer called in stating that on (B)(6) 2016 her battery in the meter exploded, melting the back of the meter and the meter case. It also damaged her test strips vial. She stated that she used the meter at 7:00pm and when she came back home later at 10:00pm she saw the meter on the kitchen floor with the battery out. Customer was not hurt or needed any medical attention.